Manufacturer narrative:
The device was returned to the manufacturing facility located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that the astral device is not charging when connected to the ac. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device at the resmed investigation site. The reported charging failure could not be reproduced. The device operated as designed and there was no fault found. The investigation determined that the most probable root cause was operator error. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).